Manufacturer narrative:
The insulin pump was monitored and had no audio anomaly. The insulin pump was received with minor scratches on the display window and a black shadow on the display due to a warped and uneven pcb on the display board.

Event description:
The customer reported that they noticed odd alarm sounds during bolus delivery with no notice from the insulin pump. The insulin pump will be replaced. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).